Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
A consumer reported via the manufacturers representative that when attempting to charge their implantable neurostimulator, after pressing the green, "start charge" button, the stimulator started firing impulses at an excessively high level and the patient was unable to turn stimulation off. The consumer described it as "seizure-like" . It was unknown how long the event went on or if the patient saw any abnormal messages on the screen. When attempting to turn the stimulator off using the patient programmer and the implantable neurostimulator recharger, the consumer was unable to, and the implantable neurostimulator showed it was on. It stopped randomly and then the consumer went back to normal stimulation. The implantable neurostimulator was over 50% charged when this occurred. The manufacturer's representative also noted that she had seen the consumer earlier that afternoon and they weren't feeling stimulation because the device was discharged, not overdischarged. The indication for use was non-malignant pain. Follow up is being conducted. Should additional information be received, a follow up report will be sent out.